Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3: investigation summary: customer quality investigation: the instrument(s) was not returned. And the investigation will be completed, based on the supplied image(s) from the attachment(s) located in notes & attachments section of the product complaint. The image(s) was reviewed, and the complaint condition of broken tip was confirmed, as the image(s) showed tip broken. The complaint condition of embedded fragment could not be confirmed, as no x-rays were provided. As the instrument(s) was not returned and as received. Dimensional, material or drawing reviews are not applicable. A manufacturing record evaluation was performed, and no issues were noted. There is no indication, that a design or manufacturing issue contributed to the complaint as the circumstances, during the time of the event are unknown. No new malfunctions were observed, during this investigation (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined, that no corrective and/or preventative action is proposed. Device history lot: part: 03.010.104, lot#: 35p0108, manufacturing site: bettlach, release to warehouse date: jan.15, 2020. A manufacturing record evaluation was performed for the finished device 03.010.104 lot#: 35p0108, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained, that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is jnj representative. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020, the patient underwent for a surgery. During the surgery, when using the drill bit in the distal part of the nail, the tip has broken. The part of the drill tip could not be extracted and remains in the patient. It was unknown if the surgery completed successfully. The patient outcome was unknown. Concomitant device reported: unknown nail (part # unknown, lot # unknown, quantity unknown). This complaint involves one (1) device. This report is for (1) 4.2mm three-fluted drill bit qc/needle point/145mm. This report is 1 of 1 for (B)(4).